Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00974. It was reported the patient fell and experienced high impedance issues in all contacts of one of the patient's leads. In turn, the patient was unable to place their scs system into MRI mode prior to an MRI procedure. Further diagnostics confirmed the lead had migrated. As a result, the patient underwent surgical intervention on 18 feb 2022 wherein the lead was repositioned to address the issue. It is unknown which lead is related to the issue. Therefore, all leads are being reported as such.